Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) appeared to be depleting prematurely. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) appeared to be depleting prematurely. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.